Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand and impact to the customer¿s blood glucose level remaining unknown because the caller declined to answer. No additional information was received regarding the outcome of the event. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.